Event description:
It was reported that the customer went to the emergency room (ER) due to a low blood glucose level; details of the ER visit were not provided. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.